Event description:
It was reported that an ilet bionic pancreas became nonresponsive, with the sleep/wake (top) button not functioning, the device not powering on, no beeps or vibration when placed on the charger, and the mobile app indicating the ilet was disconnected; the screen was therefore effectively unresponsive, the device showed no external damage, and the patient reported no drops. Symptoms included none reported. Outcomes included replacement of the ilet and guidance to shut down via menu to avoid further alerts, with counseling that data would not transfer and that the patient could continue to use their cgm app or receiver. Investigation included review of device performance through troubleshooting and collection of a video demonstrating the failure. Investigation of this device revealed a nonfunctional user interface and power-up failure consistent with a device hardware malfunction affecting the button and display/charging response. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical or electrical component failure within the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.